Event description:
On 7/30/99, a massive power failure and back-up generator failures at this facility disrupted hosp operations. This included oxygen delivery to several ventilator dependent pts. A 42-yr-old male with a history of drug abuse, obstructive sleep apnea, and who had recently suffered respiratory failure was one of these pts. He had also been experiencing extremely high fevers. The pt had been at another hosp where he had been on ventilator and had been transferred to this facility 72 hrs before the incident for continued care. That morning, the pt's family had been informed of the seriousness of his condition by hosp staff and staff members had discussed with the family the "possibility of considering him a dnr (do not resuscitate) pt." It was felt that the pt would not be able to be weaned from the ventilator. During the confusion caused by the power failure all available hosp personnel were summoned to assist ventilator pts. The staff member, who first attended this particular pt was not a respiratory therapist. As she set-up to manually breathe for the pt, she disconnected the circuit at a location that would not allow the connection of the ambubag. Several other connection points that would have allowed the proper attachment were readily available. She removed the flex tube from the trach care system when disconnecting the ventilator circuit. If the flex tube had been left in place, she would have been able to manually "bag" the pt immediately. A few mins later an ICU nurse who was trained in respiratory therapy techniques noted the incorrect connection and attempted to make the correction. The pt died within a few mins. The cause of death is considered to be cardiopulmonary arrest. The hosp considers that this is an "accidental death" and stated that "there was user error." There was no malfunction of the MFR's device.